Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication could not be pulled. A technical support specialist (tss) remoted in and found that the customer had been spelling the medication incorrectly. The tss provided the correct spelling, and the customer was then able to issue the medication. The issue was resolved. The system functioned after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was not able to pull medication from the cabinet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.